Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a threaded headed pin became lodged in the tibial resection guide while trying to remove the pin after resection. There was no surgical delay reported.